Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the "instrument's arm broke". No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: analysis of the returned device shows that the instrument internal cable has snapped, and the exposed cable strands are twisted around each other, consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.